Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the esc button on the insulin pump has an intermittent response and the day off the call, it would not work for 10 minutes. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unresponsive buttons were noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. However, the connector at the lcd board was found unlocked. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a missing end cap sticker.